Event description:
It was reported that a vns patient was experiencing 10 to 15 complex partial seizures a day and 4 to 5 generalized tonic-clonic seizures per day. In one weekend, the patient experienced up to 40 seizures. The current seizure level's relationship to pre-vns baseline level is unk. It was also reported that the generator was at end of service. Generator revision surgery occurred. Good faith attempts to obtain add'l info have been unsuccessful to date.